Event description:
Reference number (B)(4). Event occured in canada. Patient reported insulin flow block alarm event on (B)(6) 2025. Patient's blood glucose levels were 22 mmol/l and was treated with correction injection via multiple daily injections (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.